Event description:
The weck sales representative reported the incident in december 2005. It was reported that during a laparoscopic cholecystectomy, the surgeon was attempting to ligate the cystic duct when the applier jaws would not release from vessel. Surgeon attempted to reactuate handle to have jaws release but jaws did not open. Surgeon was then required to insert another applier, ligate on both sides of the locked jaws cut out the section that contained the locked jaws. Minimal additional surgery time was required and patient recovered well.